Manufacturer narrative:
Sientra complaint #:(B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with moderate yellowing. The device weighed 287.8 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral folding, right side and bilateral underfilled implant, right side.